Event description:
Agent contacted technical solutions to report an error code 11 showing up on a patient's patient therapy controller (ptc). Technical solutions informed the agent that the patient's pump had stopped and advised the agent to inquire the pump to determine which errors had occurred. Later that same day, the agent contacted technical solutions to report that the patient had begun feeling slight withdrawal symptoms. The following day, the agent contacted technical solutions to report that the patient's pump showed error codes 100 and 123 during the inquiry. Technical solutions walked the agent through troubleshooting, which was able to clear the errors. The following day, the agent contacted technical solutions to report that the error codes had not returned, the patient is able to use their ptc, and the patient's symptoms had alleviated.

Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Device remains implanted and was not returned for additional evaluation and investigation. As additional physical investigation was not performed on the device, a definitive root cause could not be determined for the alleged issue. Internal complaint number: (B)(4).